Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular (rv) lead was not capturing at programmed output. Increase in output produced capture. The lead was repositioned (B)(6) 2020. Lead parameters post reposition were within normal limits. The patient was stable.